Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an allergic reaction occurred post implant. A 2d helical ¿ 35 coil was successfully implanted in the collateral vein from an av fistula. Three days post implant during the follow up, the patient complained about some pain, redness, irritation and swelling in the area that was coiled. The patient did not receive any additional treatment. Thirteen days post implant the patient¿s pain subsided, however; the coiled area was still raised and slightly discolored. The patient was back to doing normal activates.